Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio determined insufficient solder on the hybrid layer capacitor battery designator bt3 located on the analog pcb assembly was the cause of the reported issue. The device was retained by physio-control. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had a non critical issue. Upon physio evaluation the device failed to power on and was found showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.